Manufacturer narrative:
Device analysis: only the infusion catheter (ic) was returned to with the cable cut. The ultrasonic core (usc) was not returned. Microscopic visual inspection of ic showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the coolant and drug port luers, where the cracking was present. The reported event of leaking was confirmed. Additionally, it was found that the coolant and drug ports were cracked.

Event description:
It was reported that the port was leaking, and the ekos device was replaced. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. After several hours of ekos therapy, it was observed that one of the ports of the infusion catheter was leaking. The ekos device was exchanged in an attempt to resolve the issue. Several hours after the device exchange, the second ekos device was observed to be experiencing the same issue. The second ekos device was exchanged for a non-boston scientific infusion catheter. There were no reported patient complications.

Event description:
It was reported that the port was leaking, and the ekos device was replaced. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. After several hours of ekos therapy, it was observed that one of the ports of the infusion catheter was leaking. The ekos device was exchanged in an attempt to resolve the issue. Several hours after the device exchange, the second ekos device was observed to be experiencing the same issue. The second ekos device was exchanged for a non-boston scientific infusion catheter. There were no reported patient complications.

Event description:
It was reported that the port was leaking, and the ekos device was replaced. An ekos endovascular device, 106x40cm was selected for use to treat a case of deep vein thrombosis. After several hours of ekos therapy, it was observed that one of the ports of the infusion catheter was leaking. The ekos device was exchanged in an attempt to resolve the issue. Several hours after the device exchange, the second ekos device was observed to be experiencing the same issue. The second ekos device was exchanged for a non-boston scientific infusion catheter. There were no reported patient complications.

Manufacturer narrative:
Updated fields: h6 - component codes, evaluation result codes device analysis: only the infusion catheter (ic) was returned to with the cable cut. The ultrasonic core (usc) was not returned. Microscopic visual inspection of ic showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the coolant and drug port luers, where the cracking was present. The reported event of leaking was confirmed. Additionally, it was found that the coolant and drug ports were cracked.